Manufacturer narrative:
9/21/1998- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6.

Event description:
The product was used during an unspecified ophthalmic procedure. Reportedly, the suture broke. The hospital has not provided any add'l info.